Event description:
Subsequent to the initially filed MDR report, it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a neurovascular interventional procedure using a 8f sheath. Another proglide was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed. The tip of the posterior needle tip was separated and not returned. The posterior foot was separated and not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, when the plunger was removed, no suture was present. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.